Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump stopped all insulin delivery. The customer reported having variable blood glucose levels. However, the customer stated that this was due to diet and hormones and that the health care provider had been consulted regarding blood glucose levels. There was no impact to the customer's blood glucose level related to the pump